Event description:
Customer reported that the cartridge was not fitting properly on the pump, causing a gap, although the pump was still functioning correctly. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to inspect the pneumatic tap for any obstructions when changing the cartridge, specifically looking for and removing any o ring, and to ensure cleanliness before installing a new cartridge. Customer was informed to contact technical support for further guidance if needed.